Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no further testing was done however, it was concluded that it is unlikely that lead characteristics caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. During pre discharge check it was noted that the r waves decreased. The rv lead was explanted and replaced with new lead. Additional information was obtained from the field representative indicating that the dislodgement was confirmed through fluoroscopy. The lead was for return. No adverse patient effects were reported.